Event description:
It was reported that the patient had no stimulation sensation for the last two days. The patient turned stimulation down before doing floor exercises (exercise includes bike riding, sit ups, and leg raises). The patient believed that she turned stimulation up after exercising, but could not be completely certain. The patient programmer passed the self test. The patient only received the green light for the 9v battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).